Event description:
The user facility reported; when using cauterization, the unit on the travel cart would not fire. A new unit had to be brought up and the procedure was finished successfully.

Manufacturer narrative:
Device inoperable. Pentax medical company is a distributor for (B)(4) combined cautery and irrigator. (B)(4) is a pentax private label version of nexcore (B)(4) universal cautery and irrigator. The user facility is performing an internal investigation and has not released the unit for eval. Pentax has notified the MFR, nexcore, of the event. The investigation is ongoing by the user facility and the device MFR.